Event description:
It was reported that customer stated pump battery was not charging, but no blood glucose information was provided. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.